Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a pediatric user experienced hyperglycemia with a reported peak of 259 mg/dl for approximately 1.5 hours after a meal and dessert, while the ilet was perceived as potentially not working; supply checks showed no leaks and device dosing appeared appropriate on reports. Symptoms included no acute clinical effects. Outcomes included no medical intervention, no ketone testing, no backup therapy use, and successful spontaneous reduction in glucose by the end of the call. Investigation included troubleshooting and education focused on meal announcements and appropriate meal size entry. Investigation of this case revealed that the likely cause was an under announced carbohydrate amount due to additional cake consumed. It was concluded that the device functioned as intended and that incorrect meal size announcement contributed to the elevated glucose. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.